Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a system set up test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed a system set up test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. The original solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation. Pil was able to confirm the failure of the solenoid valve. The solenoid passed test at post test but failed the active exhalation control module (aecm) verification test at pre test. Pil suspects that internal contamination of the solenoid caused the test failure at service. Pil was unable to confirm the failure of the proportional valve. The proportional valve passed all testing and pil concluded that the proportional valve operates as designed. The evaluation results and conclusion code grids have been updated to reflect this new information.